Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly and hanger assembly were broken. It was also noted that the upper case, lower case, keypad, and main seal were contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector, as well as a broken handle. The epg has been returned for repair. No patient complications have been reported as a result of this event.